Event description:
Follow up information identified the ipg is functioning and the patient is stable and recovering. Issue has been resolved.

Manufacturer narrative:
1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg has been inoperable for over one year. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.